Event description:
Atty alleges that the user was riding the scooter up a hill, when the scooter apparently ran out of power or could not negotiate the scope of the hill. The user stopped the scooter and turned around to take it back down the hill. The user alleges the unit would not stop and user ran into the intersection and was hit by a car, causing user to sustain a broken leg and a broken wrist.